Manufacturer narrative:
Follow up #1. The following sections updated/added: - product problem - suspect device - all manufacturers - device manufacturers. Device manufactured 27jul2015 and lot consists of (B)(4) units. Scope has severe fusions in the distal region. The severe damage to the optics and the melted loop of the electrode suggest a high level of heat, probably caused by direct contact between the electrode loop and the scope during rf activation. On the one hand, in the case of proper use and combination of the products, it is structurally ensured that the electrode has no direct contact with the scope. On the other hand, it is pointed out in the instructions for use to activate the sling only in the field of vision and at a distance from conductive parts. It is therefore assumed that an application error. A product or manufacturing problem is not recognizable. Risk assessment, (B)(4), assessed with an acceptable risk. This rating is still valid considering the current case. Richard wolf (B)(4) considers this matter closed. However, in the event richard wolf (B)(4) receives any additional information a follow up report will be submitted to FDA. Richard wolf medical instruments corporation (rwmic) submitting report on behalf of richard wolf (B)(4).

Event description:
Follow up #1

Manufacturer narrative:
(B)(4).

Event description:
During hysteroresectoscopy of submucous node, at the third attempt of cutting disappeared the image on the screen. The operation was suspended, hysteroresectoscope derived from the cavity of the uterus: checked connection cables, light guide, light source, and camera - all in production mode; removed internal and external tubes - discovered damaged cutting electrode / loop / , which exploded and carbon deposits on hysteroresectoscope in place of the projection of the cutting electrode , which prevented the appearance of the image. To remove the cutting electrode was not possible because of the so-called "cleavage" at the distal end of the hysteroscope. Were used in the electrocoagulator of the firm "martin", mode cut g2 cut with "gain". Important information: the operation was repeated and the patient is in satisfactory condition. (B)(4) has not received a complaint.